Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that pump retuned from clinical use and connected to ac cable to charge. On connection to cable, pump made a single short beep. Ac cable removed and a different ac cable reinserted into pump alarm beeped once more. Pump power up while remaining connected to ac cable that intermittent alarm sounded, except this time the alarm did not decrease in sound and cease after 1-2 minutes which is the case with previous alarm faults. Pump disconnected from ac cable. This intermittent alarm continued to sound. After 7-8 minutes I picked the pump up and began recording the alarm, then the pump spontaneously powered on, all the while the intermittent alarm sounding. On screen alert 41786b was showing. I pressed the left soft key followed by the right soft key and the pump switched off. I pressed the power on button and the intermittent began alarm sounding, this time with a 45169 on screen alert. I pressed the left soft key followed by the right soft key and the pump switched off. Power on again and same 45169 alert with intermittent alarm sounding. Power down by pressing the right soft key and then the left soft key. I have not switched the pump on again since then. I have not opened the battery chamber. The outside of the pump looks normal. Photos attached. Event occurred at hospital during removal or end of therapy. Operator of device was a health professional. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿connection issues with intermittent alarm¿ was confirmed. The probable cause was a faulty mainboard and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.